Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized since beginning the use of the pump. Reportedly, the contact believes that the customer made changes to personal profile settings, although the customer claimed that changes had not been made. Multiple attempts were made by tandem technical support to obtain additional information regarding the customer's hospitalization; however, no further information was provided by the customer.